Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens rotated twenty (20) degrees. The surgeon needed to do another surgery to rotate the lens back to its correct position on a secondary surgery. Additional information has been requested.